Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed on the returned device. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Returned device analysis does not indicate a product quality deficiency. Based on all the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, mildly calcified, right coronary artery (rca) stenting procedure, a xience xpedition stent was deployed without any issues successfully to the lesion. For routine post-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced without resistance and prior to exiting the non-abbott guide catheter, the mid portion of the shaft separated into two pieces. The non-abbott guide catheter and the bdc were removed as one unit per the instructions for use without difficulty. Another gc and a non-abbott bdc was used successfully with the same balanced middleweight (bmw) guide wire to complete the procedure. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.